Manufacturer narrative:
Results: the penumbra system ace68 reperfusion catheter (ace68) began to stretch approximately 110.0 cm thru 133.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace68 was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. It is possible for the distal end of the ace68 to become pinned against the patience anatomy or other devices used in the procedure, if the ace68 becomes pinned or otherwise restrained and is subsequently forcefully retracted, stretching damage may occur. A stainless steel mandrel was attempted to be advanced through the ace68. While advancing the mandrel through the ace68 resistance was encountered as the mandrel met the stretching in the catheter shaft and the mandrel could not be advanced any further. The neuron max referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, while retracting the penumbra system ace 68 reperfusion catheter (ace68) from a neuron max 6f 088 long sheath (neuron max) after aspiration, the physician experienced resistance. Upon removal, the physician noticed that the distal end of the ace68 was crushed. Therefore, the ace68 was set aside and the procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.